Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10 - associated medical devices: oxford uni femoral md; item# 154601; lot# unknown. Oxford uni tib brg sm sz6; item# 154621; lot# unknown. G2 - foreign: event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately twenty-two years after the initial left knee arthroplasty, the patient underwent a revision surgery due to pain and instability. Attempts have been made and no further information has been provided.